Event description:
In 2009, the patient's husband reported the patient is in the hospital and they needed assistance in changing the patient's basal rates on her insulin infusion device. The patient then took the phone and stated her doctor wanted her basal rates to be set at 2.1 for each hour. She stated that around 4am three days earlier, her blood glucose elevated to about 500 mg/dl and she went to the hospital. Her normal range is 90-115 mg/dl. She said that at the hospital several tests were run and she was disconnected from her infusion device. She was given insulin injections and then an insulin drip. She stated at 5pm her blood glucose was 105 mg/dl and she was reconnected to her device. She said a few minutes ago her blood glucose was in the 300 mg/dl range. She said she will be in the hospital for a few more days. On follow up with the patient five days earlier, she said she was released from the hospital and her blood glucose has returned to her normal range. She stated her infusion device is properly working. She said they discovered her blood glucose meter was not properly functioning. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.